Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified, heavily tortuous right coronary artery. The 2.80 x 19mm graftmaster covered stent delivery system, failed to cross due to anatomy. Balloon angioplasty was performed to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.